Manufacturer narrative:
H3: the pump was returned for evaluation. Functional and visual tests were performed, but the reported issue was not duplicated. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the reported issue was not determined as no issue was identified through testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had high pressure. There was no patient involvement.